Event description:
The clinic reported that during intralase segment of right eye, suction was lost during side cut and treatment had to be aborted. Attempted to do intralase segment on left eye, but unable to maintain suction. With the patient's consent, continued as a photorefractive keratectomy (prk) procedure. It was stated that the patient had no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.